Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the air pump came on right away when the device was plugged in to the console and displayed an e6 error. It was further observed that the motor was flex circuit showed signs of liquid and corrosion which contributed to the e6 error and excessive heat from the motor of the device. Therefore, the reported condition was confirmed. It was determined that this was indicative of not following the immersion/ sterilization procedures properly. The assignable root cause was determined to be due to component damage caused by misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified ear surgery, it was discovered that the motor device had an e2 error code. There was a five minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.